Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "pc" message on the display of the adc freestyle libre reader and therefore being unable to receive glucose results. Customer further reported experiencing unspecified symptoms of hypoglycemia and a loss of consciousness and being treated with sugar by a family member. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a "pc" message on the display of the adc freestyle libre reader and therefore being unable to receive glucose results. Customer further reported experiencing unspecified symptoms of hypoglycemia and a loss of consciousness and being treated with sugar by a family member. No further treatment was reported. There was no report of death or permanent impairment associated with this event.